Event description:
It was reported that during a da vinci-assisted surgical procedure, the nurse called in during procedure to report that error 252 (non-recoverable) popped up on screen and all arms went red. The technical support engineer (tse) checked logs and found errors pointing to surgeon side console (ssc) communication and remote arm controller (rac) 1 master tool manipulator left (mtml). Tse asked for blue fiber cable status on ssc (blue) and to reseat the cable on ssc. Tse asked to power cycle system and restart. Nurse asked if instruments could stay in place and patient can stay docked. Tse confirmed instruments can stay in play and patient can stay docked. After restart system booted up normally and was ready. When surgeon touched mtml system came up with error 252 and communication errors. Customer decided to use a new blue fiber cable between ssc and vision side cart (vsc) and hung up the call. Tse called customer back after 5 minutes to ask for a status update. System was still showing non-recoverable fault after blue fiber cable was swapped. Tse asked nurse to try the blue fiber cable to ssc and patient side cart (psc) in different core sockets. After another restarts system was still coming up with non recoverable error. All status led for blue fiber cable where blue at this time. Tse asked nurse to connect second ssc from another xi system and guided customer how to connect it. After connection error 17 popped up and system message was displayed to remove instruments to continue. It was decided to use the xi system to complete. The procedure was converted to another dv system with no reported injury. The procedure was delayed more than 30 minutes. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the system functionality has been checked when the system was switched on and no errors occurred. The procedure was completed as follows: interruption, changing the console, changing the cable, changing the tower - all without success, then undocking, removing the trocar and moving the patient to another room (a surgical patient was transferred here), inserting the trocar again in the same places, docking and finishing the operation with a davinci xi. The patient tolerated the procedure change. The patient was not injured, except for a 140 minute procedure interruption under anesthesia.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the cardcage on the patient side cart (psc) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
The cardcage has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The cardcage was installed and tested on the printed circuit assembly (pca) test system. The system started up without any error. However, during idle mode, system was failed with error 319, universal motion controllers (umc) 2 was not present on gemini download app, arm 3 and arm 4 were red. Test with umc 2 text fixture, system started up without any error. Ran 50x power cycles with this part, all passed. All the gantry motors were moved the full range of motion without any issue.

Event description:
Refer to h10/h11 for follow-up information.